Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power system error. Power management tool confirms the unloaded voltage and loaded voltage are within specs. However, power system error was found in the formatted history file. The insulin pump had intermittent non-sleep anomaly software error. The insulin pump was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's had pump error on their device. The customer's blood glucose level at the time of incident was unknown. It was reported that device alarmed for power error. Troubleshoot was reported to be conducted. It was reported that the device would be replaced and returned for analysis.